Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, service required alarm conditions indicating an oxygen flow drift and an oxygen blending module valve failure were observed. The device's oxygen blending module board was replaced to address the issues. Additionally, an oxygen pressure railed alarm occurred. The device's system board was replaced to address the issue. This issue indicates which direction the sensor failed and would not affect therapy delivery.